Event description:
It was reported that during a gastrectomy procedure, the staples did not formed properly. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
Information is unavailable; device was not returned for eval.